Event description:
It was reported that there was a battery impedance issue during the procedure. There were high impedances, greater than 40,000 on electrodes 4-7. The device was not implanted. The leads were wiped and flipped and the reference electrode was changed. The issue was not resolved and the cause of the issue was not determined. Patient continued to have high impedance so a new neurostimulator was used. Patient was alive with no injury and there were no patient symptoms. It was later reported swapping tails of leads resulted in the same out of range impedances. It was recommended a new device be used. It was later reported the 4-7 was showing high and out of range no matter what they did. It was noted that this was intra-operatively and they had switched out the implantable neurostimulator and high impedances persisted. It was noted that they had not tried lead configuration of 0-3 and 8-11. Clinician was closing up the pocket at the time of the call so they were unable to try that at that time. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-08305.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# la4905, implanted: (B)(6) 2002, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).